Event description:
It was reported that during the central processing, the fenestrated bipolar forceps instrument was observed to have a slight damage to the plastic under the jaw. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer to obtained additional information, however the customer was unable to provide further information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a yaw pulley with signs of thermal damage. The conductor wire was inspected, and no damage could be found. The insulation was fully intact. The continuity test was performed and passed. The instrument was placed on the in-house system. The energy was successfully received and delivered to and from the instrument. No signs of arcing were experienced. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.